Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. While being charged, pump battery continued to decrease, and pump shut off. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.